Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2018-08829. During follow-up, oversensing due to noise was noted on the atrial and ventricular leads. Technical support was contacted and additional information was requested but not yet received. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The helix mechanism test could not be performed due as received damaged helix which is consistent with procedural damage. The reported event of noise was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts

Event description:
During follow-up, oversensing due to noise was noted on the atrial and ventricular leads. The leads were explanted due to dislodgement caused by twiddler's syndrome. The patient was in stable condition.